Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post a stenting treatment procedure the patient experienced pain. The patient presented for an angiogram which revealed an 80% blockage in the left anterior descending artery (lad). A taxus liberte atom stent was successfully implanted in the lesion. Following the procedure, the patient experienced pain and soreness across her chest, along with a burning sensation and severe pain on her left side which radiates under her left arm pit and into her back. The patient followed up with her physician seven days later and it was noted that the physician does not believe that the patient¿s symptoms are due to the implanted taxus liberte stent as the patient has had a history of chest pain; however, the patient's long acting nitrate medication was increased to 30mg. The patient's current condition is stable.